Event description:
Channel a of the device delivered less than intended. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, channel a of the pump delivered less fluid than intended. There were no reports of any adverse pt events while the device was in clinical use.

Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not yet been received.